Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and an electrode damage with sharp/rough edges issue occurred. The device evaluation was completed on 06-apr-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed several kinks along the shaft and the tip was observed damaged without foreign material, no electrodes damaged were observed. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The shaft bent issue reported by the customer was confirmed. It should be noted that device failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿electrode damage with sharp/rough edge¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿shaft bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and an electrode damage with sharp/rough edges issue occurred. Initially a shaft bent was reported. During the procedure, the shaft on the catheter was bent (not exposed wires). A second device was used to complete the procedure. There was no patient consequence reported. The shaft bent issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on 28-feb-2023. The damage did not result in wires being exposed. The damage resulted in lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The sheath used was an abbott sl1 8.5f-63cm (lot:8289241). The additional information of the damage resulted in lifted or sharp rings was assessed as MDR reportable for electrode damage with sharp/rough edges. The awareness date for the MDR reportable issue is 28-feb-2023.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).